Event description:
A report was received from a user facility in (B)(6) stating: "phacoemulsification was performed with a stellaris pc in the left eye. Post operative the patient presented a corneal edema. The patient was treated with corticosteroids and hyperosmolar drops with out success. The patient remains with severe visual loss due to edema. The patient will need a corneal transplant."

Manufacturer narrative:
The device is scheduled for evaluation.